Event description:
It was reported that the bd smartsite needle-free valve was leaking. The following was received by the initial reporter: verbatim: I have another complaint on a different item today, it is item me2020 and 2000e maxguard extension set and smartsite needle-free valve, the lot numbers reported are 23029215 and (10)23015077, the problem was leaking, (rifampin dose was initiated. Medline tubing and cap had just been replaced. Medication was leaking from tubing at the connection of the tubing and the cap. New cap and new medline placed). They do have the used product, how would you like me to send it to you?

Manufacturer narrative:
H.6. Investigation summary: one me2020 with one 2000e smatsite were received and tested by our quality team. The leakage described by customer was verified immediately upon visual inspection due to the female luer of the me2020 device having cracks and fractures. The set was analyzed under microscope and the evidence forwarded to the manufacturer for further analysis. The root cause of this cracked luer failure is most likely due to an over tightening of female luer or possible use of alcohol on luer (or other disinfectants in clinical setting). Our records show that a clinical representative has visited your facility since the occurrence of this event in hopes of an elimination of future failures like this. The official root cause remains unknown. No issue with 2000e device. This was only a concomitant device a device history record review for model 2000e lot number 23015077 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03jan2023. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd smartsite needle-free valve was leaking. The following was received by the initial reporter: verbatim: I have another complaint on a different item today, it is item me2020 and 2000e maxguard extension set and smartsite needle-free valve, the lot numbers reported are 23029215 and (10)23015077, the problem was leaking, (rifampin dose was initiated. Medline tubing and cap had just been replaced. Medication was leaking from tubing at the connection of the tubing and the cap. New cap and new medline placed). They do have the used product, how would you like me to send it to you?